Event description:
A physician reported that during cataract surgery, a patient experienced a corneal burn that led to a tissue defect along with a typical subtle opacity appeared in the stroma, even though the phacoemulsification showed nothing usual. Details of surgery was not provided. The current patient status was unknown. Additional information has been requested, but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections h.6. And h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The potential cause of a corneal burn can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during msics procedures. However, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.